Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated set with cassette had patient line cap (pull ring) that was loose in the sealed packaging. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: this lot was manufactured november 26, 2022 ¿ january 19. 2023. H10: the actual device was not available; however, twelve (12) retention samples were provided for evaluation. A visual inspection was performed with no issues noted; the samples met quality specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.